Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. During the procedure, an angiography showed a type ia and type ii endoleaks. An aortic extender (pla280300j) was additionally implanted, but the type ia endoleak did not disappear. No treatment was given for the type ii endoleak. Those leaks were left for follow-up and the procedure was concluded. On (B)(6)2025, a follow-up CT scan was performed. It was confirmed that the endoleaks were remaining. Therefore, an additional procedure was indicated. On (B)(6) 2025, a reintervention was performed. Although intraoperative angiography did not show obvious type ia endoleak, an additional aortic extender was placed to reline the previous one just in case. No treatment was given for the type ii endoleak and it was left for monitoring. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions have been updated to c19, and d15 and d12, respectively, to reflect investigation results. Product history review: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.). Cannot provide diameter or length measurements with jpeg images. Jpeg #1 shows there are probably 2 aortic extenders present. There are 3 long proximal radiopaque markers per aortic extender. There appears to be 6 long markers. Cannot confirm or rule out endoleaks without contrast. Two partial 3d reconstruction images are submitted for evaluation. All annotations on the images were done before submitting to gore. Cannot confirm diameters or measuirements without dicom imaging. Cannot confirm thrombus on the imaging without dicom imaging.